Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two months prior to contacting lfs. On an unspecified date/time, the patient reportedly obtained blood glucose results of "174, 141, and 117 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with insulin and byetta. As a result of the alleged issue, the patient claimed she increased her insulin from 22 units to 34 units; however, it is not known when the patient administered the increase dose and it is also not specified what the patient's blood glucose result was prior to administering the insulin. On an unspecified date/time in (B)(6) 2011, the patient claimed that as a result of the alleged issue she developed a symptom of shaking. The patient, however, denied she received any treatment after the reported issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. In addition, the csr noted the patient performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.